Event description:
On (B)(6) 2009, the pt reported that an e10 (cartridge) error was displayed on the infusion device while attempting to change the insulin cartridge. He performed the change cartridge procedure at the time of the report and e10 was displayed again and he stated the infusion device was making a "slow clicking noise." The pt inserted a new battery and was able to complete the change cartridge procedure. The pt reported this also occurred one month ago. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.